Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/02/2013 with the following findings: the pump black box showed that multiple power events had occurred on (B)(6) 2013. The battery compartment and cap were found to be intact. The battery cap attached securely to the pump and the pump powered on and was exercised for 24 hours without power loss or alarms. A pump leak test was performed with no leaks found. The pump was opened and evidence of moisture was found inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #2 10/02/2013 correction. The date of evaluation by product analysis should reflect 09/10/2013.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated she was swimming with the pump today and now she has no display or audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.